Event description:
The husband of a (B)(6) female pt called zoll customer support to report that the pt's battery charger cord was loose. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (power cord loose) has been confirmed. Upon investigation the battery charger was unable to power up due to a damaged ac power cord. The root cause for the damaged power cord could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged power cord. The pt received a replacement battery charger.